Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a bilateral incarcerated direct inguinal hernia. It was reported that after implant, the patient experienced pain, adhesions, dense adhesions and mesh densely adherent to the femoral vein. Post-operative treatment included mesh removal surgery. Relevant tests/laboratory data: ultrasound revealed bilateral complex hernia (date unknown).